Event description:
The nurse placed the vacutainer device and then began to draw the first of two vials of blood. During the blood collection, it is believed that the bd vacutainer malfunctioned, causing the patient's blood to splatter. This has happened on two separate occasions, and we are unsure if this is a result of a malfunction or improper technique. We are placing this report for awareness. Manufacturer response for bd vacutainer, bd vacutainer (per site reporter). Bd has sent a box to return the lot in question for quality analysis and will report back when it¿s completed. Bd states lot number 3009386 is no longer in production, but they do still have product in stock.